Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected. Abbott technical support was contacted and recommended further investigation via diagnostic imaging; however, no further intervention was performed at this time. The patient was stable and will continue to be monitored.